Event description:
The user facility reported that the microcatheter tip was damaged therefore a new one was used to complete the procedure. The procedure outcome was not reported. The event occurred pre-treatment. There was no patient involved/harmed.

Manufacturer narrative:
D4: UDI: n/a at this product code is note exported to the us market. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E1: initial reporter name: unknown. E1: phone number: unknown. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. The manufacturing record and the shipping inspection record of the product with the involved product code/lot number found no anomaly. No other similar report from other facilities was found. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return date in section d9, update section h3, and to provide the completed investigation results. The actual sample upon receipt was a progreat catheter (actual catheter), an integrated guidewire (actual guidewire) and an inserter combined. Since the inserter was combined with the actual sample, it was inferred that the actual guidewire had been removed at least once and reinserted. The catheter was not likely to be related to this event. Investigation of the actual sample: appearance confirmation: the distal end of actual sample had been cut off (visual inspection). The wire had been exposed at the distal end of actual sample (magnifying inspection). The exposed length of wire was approximatelty 1.0mm (magnifying inspection). There were abrasions on the outer layer in the vicinity of cut section of actual sample, toward the distal direction (electron microscopic inspection). It was inferred that the abrasions occurred when some hard object came into strong contact with the involved section and pulling force was applied. The outer layer in the vicinity of cut section of actual sample had been wrinkled, and the outer layer had been elongated along the circumference at the top surface of cut section (electron microscopic inspection). It was inferred that since further pulling force was applied, it got caught at 1.0mm from the distal end, resulting in cutting off, and the reaction (compressive force) caused to wrinkle. The distal end of wire of the actual sample was compared with that of a factory-retained normal product. Each product had fixed size cut mark, and it was inferred that the involved wire was not cut (electron microscopic inspection). Since only in the outer layer was missing, and the position of the distal end of wire and the distal end of outer layer were almost the same, it was inferred that the missing length of the outer layer was approximately 1.0 mm. Function confirmation: outer diameter of the actual sample (normal section): it met the factory's specifications. No anomaly was found. No anomaly was found in the manufacturing record and the shipping inspection record of the product with the involved product code/lot number. No other similar report from other facilities was found. Based on the investigation result, as a possible cause of occurrence, the following mechanism was inferred. After the actual guidewire was removed from the catheter, and before it was reinserted, some hard object came into strong contact with the involved section of actual guidewire. The actual sample was pulled toward the hand side, causing abrading toward the distal direction, resulting in abrasions on the surface of actual guidewire. The pulling operation continued, and the actual sample eventually caught at approximately 1.0 mm from the distal end. Thereafter, the pulling operation was continued, and the outer layer was cut off.